Event description:
It was reported that the haptic of the aq2010v three piece silicone lens was bent during loading but the surgeon did not discover it until after the lens was advancing towards the eye. The lens was partially inserted and removed without any patient injury. The reporter stated the event was the result of a tech loading error.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product showed the optic was torn, a haptic was bent and a clear surgical residue on the lens. (B)(4).